Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) was not obtaining pressure trigger. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) was not obtaining pressure trigger. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.